Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated the existing inflatable penile prosthesis (ipp) was not rigid enough. It was indicated that the device was functioning appropriately; however, the patient wanted a more rigid device and a replacement surgery was performed. There were no patient complications related to the event.